Event description:
It was reported that during a supply change, the user mistakenly selected that drops were seen and could not navigate back to the fill tubing step while disconnected from the body; customer support guided the user through the correct supply change steps, and insulin delivery resumed successfully, with use of cd infusion sets noted. Symptoms included no adverse clinical effects. Outcomes included no interruption of therapy after guidance and no alerts or alarms. Investigation included customer service troubleshooting and user education. Investigation of this case revealed user interaction error during the supply change workflow, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error addressed through education.